Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 3 of 4. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting, and no patient extensions were in use. The patient line did not separate from the transfer set. The patient had not initiated therapy prior to connecting. A dummy tummy was not in use. The patient did not disconnect prior to the alarm. All of the bags were properly connected. The technical service representative (tsr) explained. The home patient (hp) had left a clamp open on an unused supply line. The hp cycled the power and a system error 2367 occurred. The tsr assisted to retrieve the cassette and advised the hp to let her registered nurse know about the alarm. Proper procedures were reviewed with the patient and there were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was use error, open clamp. The label review found the labeling adequate for the use error in this complaint. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. This issue is being investigated through CAPA.